Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented with loose epithelium/ transient light sensitivity syndrome (tlss) from treatment in patient's both eyes (ou). Bandage contact lens (bcl) placed in both eyes and an oral steroid (medrol dose pack) was prescribed. Patient's chief complaint was of tlss. It was stated that the patient did not experience a loss of best corrected visual acuity (bcva). The patient reported their symptoms are interfering with daily activities. Bcva from (B)(6) 2019, right eye pre-op was 20/20 2.50 x -.25 x 70 and left eye pre-op was 20/20 2.75 x -.25 x 65.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.